Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported unable to grasp leaflets and difficult to remove (anatomy) were unable to be determined. The reported tissue injury was a cascading event of the reported difficult to remove (anatomy). The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with grade 4+, prolapsed posterior leaflet, calcification under the posterior mitral leaflet (pml), and rotated heart. A transseptal puncture was performed. Following the puncture, a thrombus on the right side of the septum was observed. In the physician¿s opinion, only the structure on the septum was damaged. The steerable guide catheter was inserted, and after guide insertion, the thrombus was then observed on the left side of the atrium. Despite this observation, the procedure was continued. A mitraclip xtw was successfully implanted. Another mitraclip xtw was advanced to the mitral valve, but difficulties grasping the leaflets occurred. After several attempts to grasp the leaflets, the pml was observed to be damaged. In the physician¿s opinion, there was chordae rupture and flail. The clip was removed from the patient, and it was confirmed that the leaflet had ruptured. The procedure was completed with one clip implanted. The mr was reduced to grade 4. No additional information was provided.